Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. This occurred on 6075 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 301033, batch no. 9029949. It was reported "graduation marks are rubbing off/not legible." (B)(4): 6,075 pieces rejected. Nonconformity.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. This occurred on 6075 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 301033, batch no. 9029949. It was reported "graduation marks are rubbing off/not legible." (B)(4): 6,075 pieces rejected. Nonconformity: graduation marks are rubbing off/not legible.

Manufacturer narrative:
H.6. Investigation summary: 10 samples and 6 photos were provided for evaluation. The samples all have scale printing issues on the numbers 10ml and 20ml and rub marks at the 14-scale line graduation. The photos show syringes showing scale printing issues. (Missing / partially missing numbers and the rub marks at the 14-scale line graduation). Failure mode is verified. A rubmark is likely caused by a barrel or plunger rod getting caught in the assembly machinery and making contact with syringes as they are being processed. This can rub the print on the syringe and cause it to be missing in certain locations. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.